Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, dashes (---) were observed for programmed para- meters. A software download did not alleviate the dashes. Therefore, the device was replaced.